Event description:
It was reported that when the lamp slides in the post, the post melted the surrounding plastic.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.